Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 452453, lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient presented the emergency room because they were feeling dizzy and had a low heart rate. The right ventricular (rv) lead exhibited high thresholds, high impedance, oversensing, noise, and was possibly fractured. The lead was capped and replaced. The patient's implantable cardioverter defibrillator (ICD) was not capturing due to ventricular programming. The device was explanted and replaced. Patient complications have been reported as a result of this event.